Manufacturer narrative:
(B)(4). D10: part number: 110003453, g7 curved acet shell inserter, lot number: 67038054. G2 foreign: canada. Visual examination of the returned product identified the thd shaft was returned and still retained within the end of the shell inserter. The threaded shaft is able to be rotated but is stuck within the locking geometry and not able to be removed from the inserter. A portion of the locking slot on the thd is fractured, a fragment is lodged within the locking slot. There are indentations and wear within the large internal hex of the thd shaft. The inserter has indentations on the strike plate end and scratches on the handle body. No other damage was noted during visual evaluation. The inserter device has an approximate field age of 5 months, the thd shaft has an approximate field age of 9.5 years. Where measured, within specification. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the screw got stuck in the handle and cannot be removed. The item was found damaged after it was used. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time. The returned device determined the instrument fractured.